Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The device is not available for analysis. (B)(4). The gore® dryseal sheath instructions for use (IFU) states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. According to the IFU, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient may result. The outer diameter (od) for the dsl2228j is 8.3mm. Also, according to the IFU, adverse events that may occur and / or require intervention include, but are not limited to blood loss, bleeding and vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)

Event description:
On (B)(6) 2018, the patient underwent treatment of a type b dissection with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating. The access was made from the right side and a 22fr sheath dsl2228j/17183811 was advanced with no significant resistance. An endoprosthesis tgu373715 was successfully implanted through the sheath. When the sheath was removed from the patient, the right external iliac artery was ruptured. A gore® viabahn® endoprosthesis with heparin bioactive surface (jhh091002/17284997) was implanted in the right external iliac artery to treat the rupture. No further bleeding was observed around the ruptured section and the procedure was finished. The patient tolerated the procedure. Reportedly, the diameter of the external iliac artery was 7.0 - 7.5 mm. The access vessel was narrow and the physician had expected access vessel rupture. The gore® viabahn® endoprosthesis had been prepared to treat the rupture.